Event description:
Pt was treated urgently for hypertension with medications. They developed a transfusion reaction during administration of the ist unit (for anemia). The pt was transferred to ICU for monitoring. An a-v fistula was done with insertion of a tesio catheter for hemodialysis. The catheter (2nd one) would not split, so it had to be removed and reinserted. There was some blood loss.